Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the charging cable does not connect to the wall adaptor after being unplugged from adaptor. The customer's blood glucose level was 110 mg/dl. A replacement cable and adapter was sent to the customer to resolve the issue.